Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial blank display and pump is not working correctly. The customer¿s blood glucose level was unknown at the time of the incident. After troubleshooting, the customer using battery per IFU guidelines. Customer states the pump was neither dropped nor bumped. Customer advised to replace the pump and revert to back up plan. Due to troubleshooting, the pump will be replaced. The self-test ran and has a white line in middle. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform self-test and displacement test due to missing segment. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.